Event description:
Customer reported experiencing leakage at the cassette when using the horizon pump set. Mcgaw's laboratory evaluation found the leakage to be located at the inlet valve due to split film. No patient injury was reported. No further information is available.